Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 451 mg/dl at 2:56pm and 391 at 4:01pm. Customer declined to troubleshoot for high readings. The product was not returned for analysis.